Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump display went out. Customer stated that his battery is not fine, changed it several times; but display did not return. The insulin pump will be replaced and returned for analysis. The customer's blood glucose was 14.4mmol/l.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was returned with normal operating currents and no unexpected off no power, low battery, weak battery or failed battery test alarms or blank display noted. The insulin pump was received with cracked case at the display window corner and minor scratched lcd window.